Event description:
It was reported that the device is making a humming sound and the device became hot to the touch. The handpiece was replaced and the case was completed without incident.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the handpiece was tested on a generator and found to be functional; no noise issues were noted while testing. However, it is no longer meets design specifications for phase margin. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for temperature issues to occur.